Event description:
It was reported that when the device was used during a nephrectomy, after firing the surgeon found only a few staples were fired and the device stuck to the pt's tissue. It took about 1.5 hrs to cut the tissue and remove the device from the pt. The surgeon changed to another like device and finished the procedure. There was no reported pt consequence.